Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is not charging.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter), g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) is not charging. No patient was involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) upon initial inspection, both batteries were fully charged. After further inspection, fse verified that the a/c charging indicator was illuminated when plugged into wall outlet. Fse also verified that the battery charging indicator was illuminated. Fse verified that there was no break in the a/c cord and that a/c cord passed electrical safety inspection. Problem was not verified. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.